Manufacturer narrative:
Analysis of the implantable neurostimulator, model # 3058, sn (B)(4), found no significant anomaly. Analysis of the lead, model # 3889-28, lot # v240184, found no significant anomaly.

Event description:
It was reported that the patient had a change in symptoms. The implantable neurostimulator (ins) was no longer needed. It was stated that the patient needed an MRI, so the system was explanted.

Manufacturer narrative:
Product ID 3889-28, lot# v240184, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was removed due to MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.